Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a recurrent driveline infection. The patient was treated with antibiotic therapy. Unspecified surgical care was performed and a vacuum assisted closure (vac) dressing was applied on (B)(6) 2017. Multiple vac dressing changes were performed. The patient was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection cannot be conclusively determined. On (B)(6) 2017, the patient was admitted due to a recurrent driveline infection. They were treated with antibiotic therapy, surgical care, and multiple vac wound dressings. The patient was discharged on (B)(6) 2017. The patient remained ongoing on vad support until experienced another driveline infection on (B)(6) 2017 ((B)(4)).